Event description:
The catheter was introduced into the target artery, but then the physician felt something and he tried to remove the catheter. It was reported that only part of the catheter could be removed, and the other part was taken out via vascular surgery. There was no reported adverse outcome. No additional information is available at this time. The product is available for evaluation and testing; however, it has not been received to date.